Event description:
The physician achieved arteriotomy closure with the closer 6 fr. Device following a diagnostic procedure in 2001. The pt was reported to be discharged the following day with a "normal" looking groin. The pt was reported to have called the physician three days later complaining of "pain at the site". The pt was not seen. In 2001, the pt was admitted to the hospital for a groin infection. The pt went to surgery for site debridement and wound packing. Blood cultures were performed and were positive for staphylococcus aureus. The pt received unspecified IV antibiotics. The pt was discharged home one week later and is reported to be "doing well".